Event description:
Caller reports a por condition. Patient has not recharged for over 1.5 months and has not felt stimulation in 3-4 weeks. Neither the insr, nor the pp communicates with the ins. No falls or trauma reported. Patient education issues were primary reason for possible overdischarge. Pt confusing the insr icon for ins. Pt also forgetting to recharge until he has return of pain. It was recommended that a physician mode recharge(s) be performed. Additional information received could not confirm if an overdischarge occurred. The system was reported as working okay and patient just needed further education.

Manufacturer narrative:
(B) (4).